Manufacturer narrative:
The qc and calibration data provided were in range prior to the event. The alarm trace report showed many "sample lld malfunction during movement" alarms before the sample measurement. This can be consistent with a non-optimal clean sample probe or samples issues in the lab. The investigation was unable to determine a direct root cause. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hcg+beta result from the cobas e 411 analyzer (rack system) for one patient. The initial result was 0.501 miu/ml, and the repeat result was 236.5 miu/ml, accompanied by a data flag. After centrifuging the tube, they ran the same sample, and the result was 250.0 miu/ml. The result of 250.0 miu/ml was deemed to be correct.